Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. Miradry's consulting medical director and treating physician reviewed this event and suspected the cellulitis may have been aggressive enough to affect the blood supply and cause necrosis. (B)(4). Age, weight: requested.

Event description:
Clinic reported a patient who developed cellulitis and necrosis 5 days post miradry treatment. Intravenous antibiotics were prescribed bid for 3 days at a local hospital. By 15 days post-treatment, the clinic confirmed the wounds were cleaned and the symptoms were resolving.